Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic infection ('infection (other) describe: pelvic') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included underweight. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), kidney infection ("infection (other) describe: kidney"), gastrointestinal haemorrhage ("gastrointestinal or digestive system condition type: gi bleed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition :depression"), anxiety ("psychological or psychiatric problems condition : anxiety"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), alopecia ("hair loss"), weight fluctuation ("weight gain /loss"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery ((B)(6) 2016- total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, kidney infection, gastrointestinal haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, allergy to metals, mood swings, depression, anxiety, urticaria, migraine, tooth disorder, alopecia, weight fluctuation, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, gastrointestinal haemorrhage, kidney infection, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: perceived: newly added events- abdominal pain, back pain, severity of previously reported events- pelvic pain female was added, reporter was added, consumer height and weight was added, medical history was added, lab data were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic infection ('infection (other) describe: pelvic'), kidney infection ('infection (other) describe: kidney') and gastrointestinal haemorrhage ('gastrointestinal or digestive system condition type: gi bleed') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), gastrointestinal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), urticaria ("rashes or skin conditions type: hives"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), alopecia ("hair loss") and weight fluctuation ("weight gain /loss"). The patient was treated with surgery ((B)(6) 2016- total hysterectomy (uterus and cervix removed)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, kidney infection, gastrointestinal haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, allergy to metals, mood swings, depression, anxiety, urticaria, migraine, tooth disorder, alopecia and weight fluctuation outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, gastrointestinal haemorrhage, kidney infection, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jul-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, infection (other) describe: pelvic, kidney, psychological or psychiatric problems condition: mood swings, depression, anxiety, rashes or skin conditions type: hives, migraines / headaches, dental problems, dysmenorrhea (cramping), nickel allergy, dyspareunia (painful sexual intercourse), pain, weight gain / loss, gastrointestinal or digestive system condition type: gi bleed and hair loss" were added. Reporter information, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.